Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 44-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. During the implant, there was no distal flow past the repo sheath, so a distal perfusion cannula was placed in the post tibial and into the arterial ECMO. The site position was oozing but intact and the angle was maintained. Distal perfusion was improving per skeletal muscle oxygen saturation (sto2). Bicarb ordered for the purge.

Manufacturer narrative:
The root cause of access site bleed was determined to be patient condition because the distal perfusion was because of the patient condition. This report is being filed as part of a retrospective review of historical records.